Manufacturer narrative:
(B)(4).other device used:catalog #00408801106, zimmer epoch standard offset stem, lot #unkthis report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to stem loosening and elevated cobalt levels. The head and stem showed signs of corrosion and discoloration.

Manufacturer narrative:
Concomitant medical products: catalog #00408801106, zimmer epoch standard offset stem, lot #62077666 manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
The returned stem and femoral head met print specifications where measured. Dark debris was noted on the female head taper. Evaluation noted in this investigation was completed prior to instruction received from legal. Device history records for the part-lot combination of the head, stem were reviewed. No deviations or anomalies were noted in the manufacturing process. The reported devices were used for treatment. Review of the complaint history indicated no prior complaints for the part-lot combinations associated with the reported head and stem. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The event was previously confirmed from product received. Revision operative reports were received, also confirming the event. Patient had failed right total hip arthroplasty due to femoral aseptic loosening. During procedure moderate amount of fluid present in the trochanteric bursa. There was a leak in the repair and fluid was coming out of the joint. Under pressure that was in trochanteric bursa. There was essentially no corrosion inside the head or on the femoral neck. Femoral component found to be loose rotationally. There was no ingrowth on the stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.